Manufacturer narrative:
(B)(6) clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 13, 2018 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2015, as part of (B)(6) clinical trial. Ultrasound with fine needle aspiration (eus- fna) was performed. The exam shows the patient had a tumor location was the head of the pancreas, the histological type was adenocarcinoma and the clinical tumor stage is ia - t1 n0 m0. The size of the tumor at the largest diameter was 01.3 cm. Baseline liver function tests were performed on (B)(6) 2015. The patient¿s baseline karnofsky score was reported as 70. Baseline assessment of biliary obstructive symptoms (abos) was conducted during which the following symptoms were identified: jaundice and itching. On (B)(6) 2015, the patient underwent biliary stent placement as part of an inpatient procedure. A biliary and pancreatic sphincterotomy were performed during the stent placement procedure. The wallflex biliary rx uncovered stent was implanted in a satisfactory position across the stricture. On (B)(6) 2015, assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: right upper quadrant pain and itching. On (B)(6) 2015, the patient was transitioned to palliative management with no further treatment planned and did not undergo curative intent surgery. Liver function tests were performed on (B)(6) 2015, liver function tests were performed. On (B)(6) 2015, assessment of biliary obstructive symptoms (abos) was conducted and reported no symptoms. On (B)(6) 2015, assessment of biliary obstructive symptoms (abos) were conducted and reported no symptoms. On (B)(6) 2016, the patient passed away. According to the physician, the cause of death was not reported and no further information is available.